Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the "patient returned to the operating room about two weeks after the central venous catheter. Had bleeding in the path of the catheter with identification of the break point near the venous and arterial division."